Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "without reservoir pump does not work". The cassette was installed in other pumps but the alarm persisted. 26 units from the cassette was replaced. No patient injury was reported.

Manufacturer narrative:
One (1) photo was attached to the complaint created; the photo was provided by the customer. The picture shows a cassette product from a flow stop model. However, the failure mode is not shown in the picture; the complaint is not confirmed. No root cause determine as the complaint was not confirmed. No fault was found with the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump was alarming "without reservoir pump does not work". The cassette was installed in other pumps but the alarm persisted. No patient injury was reported. Patient involvement and adverse effects are unknown.